Manufacturer narrative:
The transducer referenced in this report was returned to siemens for investigation. Engineering did not find any physical damage on the articulation sleeve area during visual inspection. A system test was conducted and the reported error and image problem were not observed. Additional manufacturing tests were performed and the transducer was found to function properly with no identified failure mode. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, the transducer from a demo pool displayed an acquisition 40 error message. There was no patient involvement. No additional information was provided.